Manufacturer narrative:
Section a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d4 model number: partial model number indicated since the serial number was not provided. Section d4: catalog number: partial catalog number indicated since the serial number was not provided. Section d4 - serial number: unknown/not provided, as information was asked but it was not provided. Section d4 - expiration date: unknown, as the serial number was not provided. Section d4 - UDI number: unknown, as the serial number was not provided. Section d6a: implant date: exact date unknown. Customer provided date as (B)(6) 2022. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h4 - device manufacture date: unknown, as the serial number was not provided. Device evaluation. Product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of a standalone intraocular lens (iol) in (B)(6) 2022, the initial result was fully satisfactory. Over several months, the doctor has noticed an opacification in the center of the lens with a fluctuating visual acuity of 5 to 7/10, and a drop in contrast vision described by the patient. No further detail was provided.